Event description:
The patient experienced a shocking/jolting sensation. She "really got zapped" during a CT scan. The stimulation was on during the scan. Additional information has been requested.

Manufacturer narrative:
Lead: model 3093-28, lot# j0437229v, implanted: 2004 (B)(6), explanted: na; lead: model 3886, lot# j0208304v, implanted: 2002 (B)(6), explanted: na; lead: model 3093-28, lot# j0309696v, implanted: 2002 (B)(6), explanted: na; extension: model 748925, serial# (B)(4), implanted: 2004 (B)(6), explanted: na; extension: model 3095-10, serial# (B)(4), implanted: 2003 (B)(6), explanted: na; extension: model 3095-10, serial# (B)(4), implanted: 2002 (B)(6), explanted: na; programmer: model 7435, serial# (B)(4).